Event description:
Hcp reported that the pt had a lack of symptom relief despite repeated dose escalation. A catheter dye study was attempted; the physician was able to push dye to the catheter tip but not beyond. The device was explanted and replaced and returned to the MFR for analysis. A follow up report will be sent when add'l info is received.